Manufacturer narrative:
Additional information was added: the lot was manufactured from march 14, 2019 - march 18, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date was between (B)(6) 2020 to (B)(6), 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused medication to the patient. The expected deliver time was 46 hours; however, the infusion did not complete until after 60 hours of total infusion time. The device was filled with fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.